Manufacturer narrative:
(B)(4). Batch # p93w94. Investigation summary: the device was returned with the blade tip damaged with gouges marks. However the blade was not cracked. During functional testing on gen11 an alert screen was displayed. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. When the device was disassembled and it was found that there was a cracked internal component; the y-link probable causes of blade damage are external contact with hard surfaces during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ " removed instrument from patience" or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the harmonic was faulty during a case. The gen11 kept telling them to clean the device. They did this multiple times until eventually it alarmed again saying remove device and replace with new instrument. It resulted in a 5 minutes delay in the procedure but no consequences to the patient. As this was a very difficult case, the surgeon had both the harmonic and a ligasure energy device open so he was able to finish the procedure with the ligasure. This happened in the last 5 minutes of the case so most of the dissection and transection work was already completed.